Manufacturer narrative:
The device was evaluated by the MFR and upon disassembly found the impreglon coating on the collet has worn off causing the lever to stick. The impreglon 218 process using dupont (B)(4) coating wore off the collet and was inside the collet finger slots. This causes the attachment to not fully grip or hold the wire pins properly and the lever becomes difficult to actuate. This device is not repairable.

Event description:
It was reported that the impreglon coating on the collet has worn off. This was discovered when the device was being serviced by the MFR. There was no pt involvement related to this event.